Manufacturer narrative:
The investigation determined that a discordant, (B)(6) result was obtained when a patient sample was tested using vitros ahbs lot 3812 on a vitros xt7600 integrated system. The result was discordant when compared to (B)(6) vitros ahbs results from the same patient sample. The most likely cause of the (B)(6) vitros ahbs result was an instrument related issue, specific to the well wash subsystem and the sr subsystem of the vitros xt7600 integrated system. Error codes and a condition code ((B)(4)) were posted on the instrument around the time of the event and an ortho fe indicated that the standard deviation values for the well wash volume data for vitros ahbs on the instrument were higher than expected. Additionally, the well wash aspirate filter was defective on the instrument. The ortho fe performed extensive actions on the instrument, including disassembling the sr turntable and cleaning the sensor, replacement of the preliminary well wash and final well wash filters and cleaning the incubation of the microwell incubator. Following ortho fe actions, the instrument was returned to expected operation. A vitros ahbs reagent issue is an unlikely contributor to the event, as qc fluid results on the date of the event ((B)(6) 2021) were acceptable and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbs lot 3812. (B)(4).

Event description:
A customer observed a discordant, (B)(6) result was obtained when a patient sample was tested using vitros ahbs lot 3812 on a vitros xt7600 integrated system. The result was discordant when compared to multiple (B)(6) vitros ahbs results from the same patient sample. Vitros ahbs result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) vitros ahbs result was obtained as part of internal testing by ortho. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).